Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, cat. #3501660, lot #238760. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient of unknown age with history of non-mentor brand implants ((B)(6)) from 1998-2002 who underwent breast prostheses revision with mentor mentor smooth round moderate profile 375cc saline implants in 2002 reported the following: "started having severe allergic reaction to the silicone shelled saline breast implants. Appr x 6 months or less started having thyroid dysfunction. Went into hashimotos thyroiditis. Multiple trips to (B)(6) hospital for flu like symptoms and dehydration. Had diarrhea and elevated esophagitis in my white blood count. Was treated and checked for parasites numerous times and always told ibs and allergies. Elevated ana, checked for ms, lyme disease. In 2002 had breast implants switched out from (B)(6) textured saline implants to mentor smooth saline implants. Symptoms spiked again within weeks of surgery. Acne, hair loss, depression, thyroid removal surgery due to multinodular goiter I hashimotos. Health continued to decline with fibromyalgia, severe fatigue, vit d deficiency, back pain, hormone imbalance, infertility, perimenopause in my mid to late 30s. Pain in left breast for over 15 yrs. Multiple mammograms and ultrasounds. Dysphagia and severe eosinophils esophagus. " as a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 06/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).